Event description:
It was reported that a patient presented remotely with over-sensing and under-sensing episodes noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made. The patient was stable throughout.